Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was misaligned. The issue was found at the repair center by the technician, so there was no patient involvement at the time the issue was discovered. No reports of harm or injury. Per gfe response, the technician discovered that the touchscreen was misaligned at the repair center but was not able to evaluate or repair the device as the customer cancelled the repair. Therefore, no onsite work order was generated, and the device was returned to the customer unrepaired. It is unknown what the outcome of the service event was, and no further information was given by the customer. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E: (B)(6).